Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-28082019-0000512640 submitted for adverse event which occurred on (B)(6) 2016. Mwr-23082019-0000509384 submitted for adverse event which occurred on (B)(6) 2016.

Event description:
It was reported by an attorney that the patient underwent strangulated incisional supraumbilical and incarcerated epigastric hernia repair surgery on (B)(6) 2016 and two (2) mesh products were implanted. It was reported that the patient underwent strangulated recurrent incisional hernia repair surgery, with exploratory laparotomy with lysis of adhesions, small bowel resection with primary anastomosis and reduction of hernia on (B)(6) 2016. It was reported that the patient underwent recurrent incisional hernia repair surgery with treatment of strangulated/perforated small bowel on (B)(6) 2016. It was reported that the patient experienced severe pain, nausea, chills, inflammation, loss of appetite, hospitalizations, loss of income and stress and anxiety. No additional information is provided.